Manufacturer narrative:
We checked the returned unit and confirmed that the prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the remote control button cracked, the lcb distal cover glass cracked, the distal body leak, the remote control button leak, the remote control button cut, the insertion flexible tube attaching nut loose, the distal body worn out, the operation channel resistance, and the distal end assy w/ccd module shadow in image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).